Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p070016. (B)(4). Summary of investigational findings: based on the provided information it was not possible to determine the root cause, however; a possible root cause for the reported event is high friction of the system through the primary stent graft. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: on (B)(6) 2016, an (B)(6) female patient underwent tevar with another manufacturer's stent graft x1 (relay/ by japan lifeline) for aortic arch aneurysm. Since type I endoleak was confirmed after placement of the relay stent graft, tx2 pf (esbe-34-77-t-pf/ e3522799) was used for additional placement. However, the delivery system would not advance more proximal than the distal side of the previously placed relay. Then, the tx2 pf was replaced with japan lifeline's another relay stent graft. The new relay could pass through the previously placed relay and the procedure was completed successfully. Patient outcome: there have been no adverse effects to the patient reported.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2016, an (B)(6) female patient underwent tevar with another manufacturer's stent graft x1 (relay/ by (B)(4)) for aortic arch aneurysm. Since type I endoleak was confirmed after placement of the relay stent graft, tx2 pf (esbe-34-77-t-pf/ (B)(4)) was used for additional placement. However, the delivery system would not advance more proximal than the distal side of the previously placed relay. Then, the tx2 pf was replaced with (B)(4) another relay stent graft. The new relay could pass through the previously placed relay and the procedure was completed successfully. There have been no adverse effects to the patient reported. Patient outcome: there have been no adverse effects to the patient reported.